Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13085, it was reported that an asymptomatic patient presented via merlin. Net with crosstalk over-sensing episodes causing pacing inhibition from their right ventricular lead and implantable cardioverter defibrillator. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.